Event description:
It was reported that there was an alert on this cardiac resynchronization therapy defibrillator (crt-d) system for the right ventricular (rv) lead shock impedance being out of range. Technical services (ts) analyzed device data and found that the shock impedance value was 125 ohms. No adverse patient effects were reported. Currently, this crt-d system remains in service.